Event description:
During surgery, two posterior flanges in the impactor locking mechanism broke, while impacting the knee femoral trial onto the femur. After completion of the surgery, one of the flanges was discovered on the operating room floor. An x-ray of the pt's knee revealed that the other broken fragment was implanted. A second procedure was conducted on the same day to remove the fragment.